Manufacturer narrative:
Returned for evaluation was a never touch direct fiber. A visual review of the fiber noted that the fiber was fractured. The customer's reported complaint description of the fiber fracturing is confirmed. A review of the returned sample shows the shaft of the fiber is broken; this is indicative of the glass fiber core fracturing, which could occur when handling. A definitive root cause for the complaint description cannot be determined, however, it does not appear to be manufacturing or design related. Handling damage is a potential root cause for this event. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: it was reported that during an evlt procedure, the laser fiber fractured inside of the patient. The fiber broke in such a manner that it protruded out from the insertion site. The treating physician was able to grasp the end of the fiber and pull it out of the patient. The disposable device has been returned to the manufacturer for a device evaluation.